Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the intra aortic balloon. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on the event description and physical evidence, there was no leak in the intra aortic balloon. It is probable that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Datascope has incorporated this channeling phenomenon in its instructions for use for all stat intra aortic balloons. (This follow-up MDR was mailed to the FDA on 5/04/98).

Event description:
On 4/28/98 it was reported that when the iab was inserted into the pt, a leakage or a backflor was observed.